Event description:
Additional information was received from the patient stating that they were on the 3rd program and were not responding very well. Patient stated they got call today from their doctor's office asking if because of patient's results if patient did not want to go forward with the "second step" (patient stated second step was not scheduled until the 16th). Patient stated they think they need to change programs. Patient stated they have only gotten about 20% improvement and the healthcare provider (hcp) wanted them to get to 50% improvement. Patient stated they have been changing the program about every 48 hours due to not getting good results. When agent asked for event date, patient said when they started the trial (pt started trial on july 29th) "it was worse for about 3-4 days" and they had to cath themselves every day to go. Patient stated they have gotten past that now and is back to how it was before they got the ens, "with slight improvement". Patient clarified for about the first 3-4 days since starting trial patient's symptoms were worse than baseline. Patient was warm transferred to support link to discuss therapy adjustments. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that they were on the 3rd program and were not responding very well. Patient stated they got call today from their doctor's office asking if because of patient's results if patient did not want to go forward with the "second step" (patient stated second step was not scheduled until the 16th). Patient stated they think they need to change programs. Patient stated they have only gotten about 20% improvement and the healthcare provider (hcp) wanted them to get to 50% improvement. Patient stated they have been changing the program about every 48 hours due to not getting good results. When agent asked for event date, patient said when they started the trial (pt started trial on july 29th) "it was worse for about 3-4 days" and they had to cath themselves every day to go. Patient stated they have gotten past that now and is back to how it was before they got the ens, "with slight improvement". Patient clarified for about the first 3-4 days since starting trial patient's symptoms were worse than baseline. Patient was warm transferred to support link to discuss therapy adjustments.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# unknown serial#, implanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2024 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient experienced the symptoms of di scomfort/soreness/pinching and patient was having bladder spasms but decreasing stimulation didn't offer them relief. The issue was still ongoing. Additional information was received from the patient on (B)(6) 2024. The patient stated that their symptoms were worsening and they were catheterizing all day now and it was just at night. Additional information was received from the patient on 2024-jul-31. The patient stated that they had been needing to use a catheter morning and night when before the evaluation she only had to use one at nighttime.